Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 12 occurrences of poor perforation before use. The following has been provided by the initial reporter: tailor thread cannot be torn.

Manufacturer narrative:
H.6 investigation: 1 photo was received for investigation and observed poor slitting / perforation cuts between unit package. Sample evaluation 12 actual samples were received for investigation observed poor slitting / perforation cuts between unit packages for all returned samples all 12 returned samples failed the perforation test whereby the unit package were unable to be separated. The primary packaging process was reviewed. At the perforation station, there are perforation knife to create the perforation cuts. Probable cause of poor perforation could be due to the perforation knife was blunt due to wear and tear causing incomplete cut lines on the unit package. There is an existing weekly preventive maintenance to clean and inspect on the perforation knife.

Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 12 occurrences of poor perforation before use. The following has been provided by the initial reporter: tailor thread cannot be torn.